Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was not confirmed. It was further reported that the device's nose tube was damaged and flared out at the end. It was reported that the flared nose tube is indicative to excessive side loading causing the cutter to flex and to come in contact with the nose tube. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for the same event. It was reported that during an ear nose and throat procedure, it was observed that the motor device and two attachment devices had warmth building in the surgeons hand after several minutes of holding the drill. It was also reported that smoke and metal shavings were then witnessed after which time the drilling was ceased. It was not reported if there were any delays in the surgical procedure. A spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.